Manufacturer narrative:
The investigation for the reported thrombus issue has been completed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. To determine the true root cause of the thrombus, the following clinical information would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the thrombus was not determined" thrombus: "the failure mode of ¿thrombus¿ is to be used when a thrombus is noted but cannot be connected to any other adverse events or decrease in pump performance. Thrombus can be observed in the body or on the pump upon explant. When making a determination as to the cause of the thrombus, the following clinical information must be considered: ¿patient's medical history, including any previous thrombotic events or conditions ¿description of the location and characteristics of the thrombus (e.g., size, shape, consistency) ¿relevant laboratory test results, such as coagulation profiles and platelet counts ¿imaging studies, including ultrasound, CT scans, or angiography, to assess the extent and location of the thrombus ¿any underlying medical conditions or risk factors that may contribute to thrombus formation (e.g., atrial fibrillation, hypercoagulable states) ¿medications or treatments that the patient was receiving at the time of thrombus formation ¿surgical or procedural details if applicable (e.g, cardiac catheterization) ¿any symptoms or clinical manifestations associated with the thrombus (e.g., pain, swelling, ischemic events) ¿presence of any other indwelling cannulae, lines, or devices such as ECMO, dialysis catheters, swan gantz catheters, central lines, etc. ¿response to any previous anticoagulation or thrombolytic therapies, if applicable. With a returned impella, the device could be inspected for any burrs or rough edges that may promote thrombus growth.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, an echocardiogram showed a thrombus in the left ventricle. The impella was removed and the physician opted for a different mechanical circulatory support (mcs) strategy.